Manufacturer narrative:
The pt did not suffer an injury nor require medical intervention for this blood loss. According to the final clinical report, this pt is a long term chronic pt at this facility and has an established heparinization program. The clotting may have been due to the pt's high hemoglobin. Gambro technical services field rep inspected the machine. He verified the conductivity and blood pump on the machine to be within the MFR's specification and performed a simulated treatment. No problem was found.